Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacuter. When available, a device failure analysis wil be submitted as a follow-up report.

Event description:
It was reported, that the patient had no hearing impressions since 3 weeks. External parts were tested at the clinic, but not exchange: the patient still had no hearing impression, the implant had malfunctioned.